Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: losing signal during case. Additional information - signal lost during critical point of surgery, backup hardwired monitor in the room was used. The surgery was completed successfully with no medical intervention, adverse consequences, or surgical delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad main board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the signal was lost during critical point of surgery. The surgery was completed successfully with no medical intervention, adverse consequences, or surgical delay.